Event description:
Patient's grandfather contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 cgm displayed inaccurate values. Against user guide recommendations, patient inserted device in an unapproved area. At the time of the call, patients grandfather claimed patient sustained no injuries and sought no medical intervention.